Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): eq rev torque screw, 320-20-00 5428577 1. Eq rev adapter plate tray +0, 320-10-00 5498099 1. 36mm constr humeral liner +2.5, 320-36-13 4968121 1.

Event description:
As reported, approximately 4 years post op initial left tsa, this 79 y/o female patient was revised due to instability issues. Humeral adapter tray size was increased to +5 with a constrained liner. Patient was last known to be in stable condition following the event.